Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). It turned out that the customer already resolved the issue on his own. Further relevant information was requested (like how the issue was solved), but none could be provided. Based on the information available and the testing conducted, philips was unable to replicate the reported problem and the exact cause is unknown. The reported problem was not confirmed. The issue was solved on customers own. Due to insufficient information the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that alarms were going off on the screen of the patient information center ix, but there was no audible alarm. The device was in use on a patient. There was no report of patient or user harm.